Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: patient's concern with product.

Event description:
Patient reported "a bilateral exchange of textured devices due to patient's concern with product." Healthcare professional reported "reported a right side deflation." Device explanted. Right side.